Manufacturer narrative:
Currently,it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 448mg/dl. Customer states that she started filling the tubing she received no delivery. Customer declined troubleshoot for issue because of air bubbles in the line. Insulin pump will not be return for analysis.